Event description:
It was reported that difficulty was encountered inserting the iab due to calcification and tortuosity. The patient was then taken to the cath.lab, where the iab was successfully inserted. After three days of use, blood was noted in the catheter. The iab was removed and a replacement was not indicated. There was no patient complications.